Event description:
The reporter stated: info rec'd that there was an overinfusion of morphine alleged. It was reported the pt rec'd three days of morphine in one day. No harm to the pt was reported. Reported the device was programmed 10cc in 24 hours for a total infusion during the three days, of 30cc. The cassette has 30cc of 450mg of morphine. It was reported all 30cc were infused. No pt info is available, other than that, the pt is ok.